Manufacturer narrative:
Analysis of the ipg (njy155981h) found that the battery end of life was normal and telemetry and output were okay. Analysis of the lead (v914060) found that the stim lead body was cut through 24.9cm from the distal end. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Supplemental sent to add UDI.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# v914060, implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a patient via a company representative (rep). It was reported that patient experienced decrease in efficacy along with an onset of ¿stupid lustily¿ being felt in the leg. Patient denied falling. Rep stated patient had reprogramming but date was unknown. The patient had lead revision on (B)(6) 2016. It was indicated that lead was removed and replaced with a new lead. The issue was resolved at time of the report. Patient status was noted as alive with no injury. A couple days later, rep provided that the implantable neurostimulator (ins) battery was explanted due to normal battery depletion. The patient¿s indication for use is urinary dysfunction/sacral nerve stim.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.